Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) norian drillable fast set putty solidified too quickly while using the delivery system to deliver the biomaterial during a procedure on (B)(6) 2018. The surgical team was not able to get it out of the syringe as it became clogged or blocked. The issue happened twice. The product was replaced with norian drillable inject to complete the procedure. It is unknown if there was a surgical delay related to the incident reported. There was no patient consequence. Concomitant devices reported: graft delivery device (part 03.950.001s, lot number unknown, quantity 2). This report is for one (1) norian drillable fast set putty 10cc. This is report 1 of 2 for (B)(4).